Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl. Troubleshooting found that the customer has issues calibrating and that sometimes the cannulas are bent. Customer also indicated that sensor glucose deos not match the blood glucose. Troubleshooting advised customer on proper calibration possible reasons for the sensor glucose and blood glucose differences. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the high blood glucose.